Event description:
It was reported to boston scientific corporation that a mantis clip device was used for a bleeding ulcer in the pylorus in the stomach during a closure of gastrointestinal (gi) bleeding procedure performed on (B)(6) 2024. During the procedure, the clip was first anchored, mobilized, and then closed on the ulcer. The clip was able to close but did not release off the catheter. Though the physician rotated a bit while device was anchored, which was too much for the device. The physician attempted to open and close the handle, hard abrupt open of the catheter but was unsuccessful. The physician eventually cut the catheter and attempted to remove the clip with dual channel scope with two raptor forceps to pull apart the clip from the catheter. The clip was pulled off the mucosa. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip stuck to the catheter.